Event description:
It was reported that the device downstream occlusion (dso) seal left open and partially peeled. Found during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal left open and partially peeled¿ was confirmed. There was a tear on the dso seal through visual inspection. Further investigation, we found upstream occlusion (uso) seal buckled. The dso seal and uso seal were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.